Manufacturer narrative:
(B)(4). Concomitant medical products: cat#110010247, g7 osseoti 4 hole shell 58mm g lot#7178580, cat#010000859, g7 neutral e1 liner 36mm g lot#6671577. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was not locking into the cup. A new liner was opened. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found the liner to be in good overall condition. No barb damage was observed. A single scratch was observed on the outer radius and side wall. No other damage was observed to the outer radius. A blemish is present on the rim. The root cause does not change from the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.